Event description:
A facility representative reported with a description of scratched intraocular lens. Additional information was received stating that the case was completed with a back up lens. There was no patient harm. Unknown if there was patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).